Event description:
New information states that a recurrent episode of inappropriate shock due to lead noise was observed. Lead revision was discussed but not performed. The hv therapy has been disabled and patient was given a life vest to wear for the time being.

Event description:
It was reported that patient received inappropriate atp therapy due to noise. Programming changes were recommended. No further information was provided.